Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2021-00210, 0001822565-2021-02172, 0002648920-2021-00211, 0002648920-2021-00214. Medical product stemmed tibial component precoat size 5 item# 00598004701, lot# 62081974; cruciate retaining cr-flex (gsf) femoral component porous item# 00575201502, lot# 62038801; taper stem plug item# 00596009900, lot# 62085509; all poly patella standard size 32 mm item# 00597206532, lot# 62081114; customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain, swelling, and instability when walking approximately nine years post implantation. The patient can't get on knees and cannot walk any distance. Family doctor thinks the patient may be allergic to metals in the knee. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Patient stated family doctor thinks patient may be allergic to metal components in the knee, this was not confirmed. It is unknown to what metals the patient may be allergic to. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.